Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - advancement of stent delivery system against resistance. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In this case, the several attempts to advance the sds to the lesion likely contributed to the reported shaft detachment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial filed medwatch report, the abbott returned goods lab received the 2.5x23 multi-link 8 stent delivery system with distal tip also separated and not returned. Additional information received indicated that the site was not aware of a distal tip separation. While it was reported that the site does not know where the distal tip segment is located, the site confirmed that the tip segment is not located in the patient anatomy. No additional information was provided.

Event description:
It was reported that during the procedure, a 2.5 x 23 multi-link 8 (ml8) stent delivery system (sds) was advanced toward a heavily calcified, de novo lesion in the mildly tortuous, heavily calcified, distal right coronary artery but was unable to cross the lesion after several attempts to cross. The proximal shaft of the ml8 sds separated during the several attempts to cross the lesion. The distal shaft was subsequently withdrawn from the anatomy without resistance or intervention. A new ml8 sent was used to treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.